Event description:
As reported by the user facility: at the end of an operating room case, the epidural catheter for analgesia was being removed. The catheter appeared to be coming out easily except at its very end. The pt was repositioned so that the lumbar spine was convex to allow the epidural catheter to pass with greater ease. It was still met with resistance at its end but did eventually come out. All but the very tip of the catheter, approximately 3-4 cm, was missing.

Manufacturer narrative:
Multiple attempts were made to contact the facility to obtain the actual involved device and/or a lot number. The device was not returned for evaluation. Without the actual sample or a lot number, a thorough investigation could not be performed. There have been no other reports of this nature against the reported catalog number. Although, incidents of this nature can occur when a catheter becomes lodged between rigid body structures and is stretched beyond its design capabilities. The event description did indicate that the clinician met resistance while removing the device. However, since the catheter was not returned, no specific conclusions can be drawn.